Manufacturer narrative:
The device was returned for evaluation. After analysis of the returned device the clinical observation confirmed. As received, the implant coil was found damaged and had lost its original shape but still attached to the pushwire. The instant detacher was not returned as it was discarded. Additionally, the release wire was found extending out from proximal tip off the pushwire. The proximal tip of the pushwire containing the tack weld replacement (twr) crimp and break indicator was missing. The pushwire was found intact at the manual detachment location. During evaluation the implant coil was successfully detached from the pushwire by pulling back on the release wire from the proximal end. The instant detacher and the proximal end of the pushwire containing the tack weld replacement (twr) crimp and the break indicator were not returned; therefore, any contributing factors from these could not be assessed. Based on the reported information and analysis we are unable to definitively determine the cause of non-detachment. It is possible that incorrect technique used during the manual detachment attempt may have contributed to the break in the release wire and the subsequent ¿non-detachment¿. Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Event description:
Medtronic received information that during the coiling treatment of a small right cavernous ruptured, saccular aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that the physician tried two times with instant detacher and one time with manual method. The physician withdrew the coil successfully. The patient was treated with more coils and pipeline device. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.